Event description:
A customer reported that a system message displayed while priming prior to a cataract procedure. The case was performed with an alternate unit following a delay of 60-90 minutes. There was no harm to the pt, however the pt was already under "block" anesthesia at the time of the event.

Manufacturer narrative:
The company rep examined the system and noted a system message (sm) during prime. The company rep further determined that the irrigation valve on the system's fluidics module assembly was not closing properly. The fluidics module assembly was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not include any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).